Manufacturer narrative:
Qn# (B)(4). The customer returned one, two-lumen PICC catheter for analysis. The catheter body was intentionally severed just above the 40cm mark. The severed portion was not returned by the customer. Signs-of-use in the form of biological material was also observed. Visual analysis did not reveal any defects or anomalies. The distal extension line length from the luer hub to the juncture hub measured 1.5", which is within the specification limits of 1.25"-1.75" per the catheter graphic. The distal extension line outer diameter measured .0851", which is within the specification limits of .084"-.088" per the extrusion graphic. The distal extension line inner diameter measured .058", which is within the specification limits of .055"-.059" per the extrusion graphic. The proximal extension line length from the luer hub to the juncture hub measured 1 13/16", which is within the specification limits of 1 9/16"-1 15/16" per the catheter graphic. The proximal extension line outer diameter measured .0848", which is within the specification limits of .084"-.088" per the extrusion graphic. The proximal extension line inner diameter measured .057", which is within the specification limits of . 055"-.059" per the extrusion graphic. Both catheter lumens were functionally tested. With the distal end of the catheter body occluded, the catheter lumens were pressurized at 43.5-46.4 psi for 30 seconds using a lab inventory leak tester. No leaks were observed when functionally testing either lumen. A manual tug test confirmed that the proximal and distal extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The report of a leaking extension line could not be confirmed through complaint investigation. Visual examination did not reveal any defects or anomalies. The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem could be found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "patient with a one-day catheter has moisture on the proximal side. Liquid leakage is observed at the proximal end."

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "patient with a one-day catheter has moisture on the proximal side. Liquid leakage is observed at the proximal end."